Event description:
Complainant alleged that while monitoring a pt, enroute to have a "cardiocatherization" performed, the device lost power. The clinician verified connections and the device regained power momentarily before powering off once more. The clinician indicated that there was no adverse effect to the pt as a result of reported malfunction.